Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The philips investigating lab (pil) evaluated the device and found the etched disk and it was partially clogged. There were no repairs to device and the device was scrapped. Additional findings not related to the malfunction/issue were pressure regulation errors that had occurred on the device. There were no high o2 alarms that had occurred on the device.